Manufacturer narrative:
(B)(4). The date received by manufacturer date was filed incorrectly on the initial medwatch report as 11/17/2017, but should have been 11/10/2017.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of arrhythmia is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the patient was hospitalized due to an acute anterior myocardial infarction. A 2.50x38mm xpedition stent was implanted. Three days post procedure, the patient experienced palpitations and was readmitted to the hospital. The patient's medication was adjusted and the patient was discharged. No additional information was provided.